Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m. Investigation summary, it was reported that the fixation feature had been missing in the newly dispensed suture when it was opened for an unknown surgery. A picture was received for evaluation. Upon visual inspection of the picture, and opened foil packet, a winding former with a needle/ suture combination and the fixation tab could not be observed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary., the product was returned for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that one opened sample of product code sxpp1a406 was received for evaluation, the swage and attachment area were noted to be as expected. The needle was noted with marks that appear to be by use of surgical instrument. The suture was examined along of the strand and some barbs present damaged and body fluids. The fixation tab was broken at two sides and marks that appears to be by use of a surgical instrument could be observed. The condition of the sample received indicates improper handling of the device. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. To seat the fixation tab, pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab as part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Device history lot, a manufacturing record evaluation was performed for the finished device lot number qcmkcq / sxpp1a40612, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020 and barbed suture was used. It was reported that the fixation feature had been missing in the newly dispensed suture when it was opened for an unknown surgery. Changed another one to complete the surgery. There is no report on patient's injury. Upon evaluation of the suture, the fixation tab was found broken.